Event description:
As reported by the user facility: product was attached to a huber needle extension set, nurse observed a yellow spot on the patient's clothing then discovered a leak. It was not known if the leak occurred from the ultrasite valve or the area of attachment to the extension set. Leak of chemo drug did not result in patient injury. Additional information provided by the facility indicated no one suffered any adverse sequela associated with this incident.

Manufacturer narrative:
The actual sample involved in the reported incident was returned to the manufacturer to be evaluated. The valve was noted to have a vertical crack, measuring approximately 5mm, on the parting line of the valve body. The crack extended from the valve top to the bottom thread. At this time, the investigation is ongoing. No specific conclusions can be drawn. If further investigation reveals pertinent information, a follow-up report will be filed.